Event description:
Information was received via a manufacturer representative from a health care provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation it was reported that the patient did not use the device and the battery placement was uncomfortable. The system was explanted to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.